Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 469 mg/dl. The customer noticed their blood glucose level were going up so they took the infusion set off and saw that the cannula was bent. The customer declined troubleshooting for high blood glucose. The customer treated their high blood glucose with an insulin injection pen and the insulin pump. The customer was sent a replacement for their infusion set.